Manufacturer narrative:
The baxter technician found the siderail cable and caregiver control membrane needed to be replaced. Per the hillrom service manual the advanta¿ 2 should be subject to an effective maintenance program. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed on september 7, 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the siderail cable and caregiver control membrane to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the head of the bed was going up on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).